Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The event report for this file was received from the FDA stating that during an intraocular lens (iol) implant procedure, it was noted that lens was twisted while being deployed for procedure. Additional information has been requested.